Event description:
Customer called to report a small leak of less than 1 milliliter of fluid from the probe of the coulter act diff analyzer after sampling, which leaked onto the countertop. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the probe wipe was dripping due to insufficient vacuum at the probe wipe. The fse replaced valve lv8 to restore vacuum to the probe wipe, which resolved the drip issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).